Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-05428, 1627487-2023-05429, 1627487-2023-05430 it was reported that patient experienced ineffective therapy. X-rays confirmed that all four leads had migrated. No accidents were reported. Surgical intervention was undertaken wherein all four leads were explanted and replaced. Effective therapy was restored.